Manufacturer narrative:
Additional manufacturer narrative: the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis was likely caused by the calcification noted. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information.

Event description:
It was reported that the valve was explanted after an implant duration of approximately 15 years due to prosthetic aortic valve stenosis. It was identified, through review of source documentation provided, that preop transesophageal echocardiogram showed biatrial enlargement bioprosthetic valve, gradient 32, calculated valve area 0.6 cm squared. Immobile left and right leaflets due to calcification. Noncoronary leaflet was mobile but also had calcification. The explanted device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Evaluation summary: customer report of calcification was confirmed. Heavy calcification was observed in the cusp areas of all three leaflets. Host tissue was moderate to heavy at the stent inflow and moderate at the stent outflow. Host tissue fused leaflets 2 and 3 at commissure 3 on the inflow aspect by approx 4 mm. Calcification and host tissue restricted mobility in the leaflets and led to stenosis. Hematoma was observed on leaflet 1. Thickened and swollen tissue was observed on leaflets 2 and 3 at commissure 3. The x-ray demonstrated calcification, no visible damage to wireform. X-ray. Additional manufacturer narrative: the explanted valve was returned to edwards for analysis which confirmed the reported event of calcification. Host tissue overgrowth was also demonstrated which contributed the patient's stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.